Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion; guide catheter: heartrail; stent: 3.5x23 xience sierra. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In this case, it is likely that the balloon interacted with the challenging anatomy such that the balloon became damaged and subsequently ruptured during inflation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a concentric, de novo lesion in the moderately tortuous, mildly calcified, 90% stenosed proximal circumflex coronary artery. A non-abbott guide wire crossed the target lesion. Following pre-dilatation with a non-abbott balloon bdc, a 3.5x23 xience sierra stent was successfully deployed. For post-dilatation, the 3.5x15mm nc traveler bdc was advanced with resistance due to the anatomy, but ultimately crossed the lesion. The balloon was inflated, but ruptured at 8 atmospheres during first inflation. There was no resistance during withdrawal. A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.